Event description:
The customer reported that the system was difficult to steer. Steering issues which denote a situation where the system is "hard to steer" or steering is found to be "stiff" and / or difficult to physically turn as similar those expressed in this case could result in inconvenience and a slight delay in system usability. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The steering handle was replaced. The system was then found to be operating as intended.